Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a visceral procedure, the device would cut but stapled partially. After activating the stapler and removing it without a problem, the surgeon noted that the staple line was partially stapled. A second cartridge was immediately used and the reload was used to complete the staple line. The cartridge was thrown away. There were no adverse consequences for the patient.